Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had charged the ins to 75% charge on (B)(6) 2019, but on (B)(6) 2019, none of the external devices (i.e., recharger, programmer, clinician programmer) would communicate with the ins. No symptoms were reported. Technical services walked the rep through use of the antenna locate (al) feature. Values between 60-106 appeared, and a charge session was started from 106. A power on reset (por) was reported. It was reviewed to get the ins charged up to at least 25% and then to use the clinician programmer to clear the por. It was noted troubleshooting had resolved the issue. There were no reports of falls or trauma. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep, who confirmed information with the hcp. They reported they did not recall seeing any numerical values on the por screen and hadn't written any down. After the patient charged the ins to at least 25%, they were able to clear the por with the 8840. The patient was able to get the recharger and programmer to connect and communicate with the ins; issue resolved. No further complications were reported or anticipated.